Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a critical pump error on the insulin pump. The customer¿s blood glucose level was 277 mg/dl. The customer was treated with insulin pump. The customer stated that they received a critical pump error image on the pump screen. The customer stated that there was no delivery alarm. The customer declined high blood glucose. The customer advised that the pump needs to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin the pump will be returned for analysis.